Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.